Event description:
It was reported that the patient's lead was explanted and replaced for an unknown reason. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was replaced due to high impedances causing ineffective therapy. Effective therapy was established post-operatively.